Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. The pump had a minor scratched display window, cracked battery tube threads, a cracked reservoir tube, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump was dropped on a tile floor on (B)(6) 2016 and she had high blood glucose that occurred yesterday. Customer's blood glucose was 594 mg/dl at the time of the incident. Customer's current blood glucose is 242 mg/dl. Customer also had symptoms of nausea and thirst due to her high blood glucose. Customer treated with a bolus. Customer stated that there was a hospitalization on (B)(6) 2016 with blood glucose of 594 mg/dl. Customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer recovered and was wearing the pump at the time of the hospital visit. Customer changed to an entire new set and new insulin. Customer went to the hospital after changing her set and treating with a manual bolus of 4 units because her blood glucose continued to rise. Troubleshooting was performed but the customer has lost confidence in the pump. The insulin pump will be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.